Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) displayed a 'no system computer' message, and the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' message upon boot up. As mitigation the team performed a power cycle and the user facility's engineering team was notified. It was determined per the engineering staff that the equipment would not function until corrective maintenance was performed. As a result, an alternate device was employed. There was a two-hour delay. The surgical procedure was completed successfully; however, the patient passed away. It was reported that the alleged malfunction of the ccm was not related to the death of the patient. There was no blood loss.

Manufacturer narrative:
Per the manufacturer's subsidiary's technical support specialist, the central control monitor (ccm) internal battery was replaced and the failure message was resolved. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d4 and h4.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.